Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels while using the pump for insulin therapy. Bg value was unknown. The customer performed a cartridge change and an infusion set site change to address the issue and high bg continued. The customer did not observe any cartridge issues, air bubbles or issues with the infusion set site. The customer did not receive any alarms during this event. Reportedly, the customer reverted to an alternate pump for insulin therapy.